Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient's wife stated that the receiver did not alert and the patient's blood glucose levels dropped to 20mg/dl. The patient was unresponsive and the patient's wife called 911 for assistance. The patient was transported to the hospital (emergency care), was treated with an IV, and then discharged after 3 hours. Additionally, patient tested the receiver's audio alerts and they vibrated. At the time of contact, the patient was stable and at home. No additional event or patient information was provided. The complaint device was returned for evaluation. The device was in good condition based on external visual inspection. A review of the receiver log did not contain any errors related to the customer complaint. Global receiver functional testing resulted in audio failures. The customer complaint of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.